Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome including hernia recurrence and chronic pain associated with the hernia mesh used to treat the patient. The patient had subsequent surgical intervention to remove the mesh due to the impairment of daily activities. The patient's attorney also alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent right inguinal hernia repair surgery with implant of perfix plug on (B)(6) 2024. It was alleged that the patient was diagnosed with recurrent inguinal hernia with ischemic small bowel thereby underwent additional surgical intervention with exploration of right groin with resection of a portion of small bowel with anastomosis, and removal of previous mesh implant and implant of perfix plug on (B)(6) 2024. Attorneys alleges that the patient underwent additional surgical intervention due to recurrence and chronic pain which have impaired daily activities. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.